Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that the internal connection of the implant at tooth site 25 does not work, instruments cannot get in the implant. Doctor reported that maybe an excessive torque of insertion could damage the connection. On (B)(6) 2021 it was informed that the procedure was completed using another implant.